Event description:
Reportedly, during a CABG surgery, the needle broke and fell into the pt cavity. The broken needle could not be found. The procedure was completed without removing the broken piece. The pt is in good condition, but continues to be followed at the hospital, no additional information has been made available.